Event description:
It was reported that the pump was not recognized by the t:connect uploader. This event is being reported based on the evaluation of the returned device. During evaluation, it was found that the pump battery was unable to charge due to damage to the pins within the usb port. There was no reported adverse impact to the customer.